Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4).. Review of the device history record for 00515047501, lot number 63426830, identified no deviations or anomalies. Product examination found that the unit would not function at all. Inside the battery pack, one of the batteries had leaked and corroded the adjacent battery contacts, as shown in the attached photos. This complaint is confirmed. Without knowing more about the reported event, the root cause cannot be specifically determined with the provided information.

Event description:
It was reported that the product did not work during surgery since it was opened. Investigation results revealed that one of the batteries had leaked and corroded the adjacent battery contacts. No adverse events have been reported as a result of this malfunction.